Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. The patient reported that in the fall of 2021 ((B)(6) 2021 approximately), she experienced bent cannula symptoms/issue, within 3 hours of insertion and this issue occurred with four infusion sets. Therefore, they tried to treat it with a bolus via the pump, but in the month of (B)(6) 2021 (approximately on (B)(6) 2021), the patient went to the emergency room and stayed there for one hour. Subsequently, she was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was between 500-600 mg/dl and she had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. Two days after being admitted to the intensive care unit ((B)(6) 2021 approximately), the patient was released with no permanent damage. Again, the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on in the month of (B)(6) 2021 (approximately on (B)(6) 2021), the patient went to the emergency room and stayed there for 1-2 hours. Subsequently, she was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was between 500-600 mg/dl and she had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. After two days of being admitted to the intensive care unit ((B)(6) 2021 approximately), the patient was released with no permanent damage. Currently, the patient was not using the pump due to being out of supplies. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.